Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 36.0-36.2cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed after ventricular pacing. The patient was asymptomatic. The lead was explanted and replaced. The patient was stable after the procedure.